Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that plastic was noticed in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip while being filled with insulin. The following information was provided by the initial reporter: customer reported noticing plastic in syringe when she filled it with insulin. Customer threw the syringe out and did not try to use it. Item number 3 ml syringe ¿ 309657.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that plastic was noticed in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip while being filled with insulin. The following information was provided by the initial reporter: customer reported noticing plastic in syringe when she filled it with insulin. Customer threw the syringe out and did not try to use it. Item number 3 ml syringe ¿ 309657.